Manufacturer narrative:
The investigation for the reported event has not yet been completed. A supplemental reported will be submitted once the investigation has been completed.

Event description:
The user facility reported an impella cp in a 58yo male patient for mechanical circulatory support. It was reported that the introducer sheath could not be inserted due to bilateral iliac occlusions. Resistance was met whenever the physician attempted to advance it. The procedure was aborted as a result. There was no patient harm reported. No additional information was provided.